Manufacturer narrative:
UDI= (B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex duodenal stent was to be used to treat a malignant stricture in the duodenum during stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous. During the procedure, the physician began deploying a wallflex duodenal stent. The physician attempted to reconstrained the stent; however, the outer sheath became stretched and the handle broke. The wallflex duodenal stent was removed from the patient partially deployed on the delivery system. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A wallflex enteral duodenal stent and delivery system was returned for analysis. Visual examination of the returned device found the stent was fully-constrained and not partially deployed. The blue outer sheath was accordioned and detached from the exterior tube handle. The clear outer sheath was also kinked. No polytetrafluoroethylene (ptfe) delamination was observed. There was no issue with the inner shaft. Functional analysis found the stent could not be deployed. However, the stent was manually deployed after dissection. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint. The damage to the outer sheath discovered during the analysis is consistent with the application of excessive force. Therefore, the cause of the observed failures was most probably due to anatomical or procedural factors encountered during the procedure. Consequently, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a wallflex ¿ duodenal stent was to be used to treat a malignant stricture in the duodenum during stent placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was not tortuous. During the procedure, the physician began deploying a wallflex ¿ duodenal stent. The physician attempted to reconstrained the stent; however, the outer sheath became stretched and the handle broke. The wallflex ¿ duodenal stent was removed from the patient partially deployed on the delivery system. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.